Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "encapsulated and generate a lot of pain. "Device remains implanted. Later, "change of shape of the implants and find a diagnosis of capsular contraction" were reported.